Event description:
This 59 year old lady complained of burning lips, itching eyes and itching back 3 minutes after being initiated on a f 8 5th use dialyzer. She became sob and her blood pressure dropped from 120/70 to 100/60 and then down to 97/70. Her pulse was 120. The doctor was notified and the treatment discontinued. The patient continued to complain of shortness of breath and was placed in oxygen at 2l by nasal cannula. Was given IV. The itching stopped within 20 minutes. The patient was sent home in stable condition.the patient came back the next day and was dialyzed on a dry pack f8 dialyzer with no problems. She was since dialyzed on a processed f8 dialyzer with no problems.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.